Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the unit data downloaded with trendcom, however the data was "0" during the incident time 7:00 - 9:00. Unit data couldn't download with satpartner. We want to get the alarm information data of the incident time (alarm came up or not). When doctor had given medical treatment to patient during 7:00 to 9:00, the device drives and wave form came up normal. This was CPR case, the hospital declared "code blue".

Manufacturer narrative:
The returned device was evaluated. During investigation it was found that between 7:00 and 9:00 there are sections that state incomplete vitals and incomplete exceptions. According to the trend data, the customer device was alarming as of 6:46:41 on (B)(6) 2015. The unit continued to alarm for the remaining period while the data was 0, when the spo2 reading was lost and the device was silenced at 6:51. The complaint could not be duplicated in the lab. The device functions as designed. The rds-3 functions as designed.